Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough review could not be conducted of all applicable material records, mfg records, storage records, and distribution records. Variation of pt anatomy may have caused the screw to skive, resulting in an unintended trajectory, or excess force against the mating surface surrounding the opening in which the screw protrudes. Since the implant was not returned, an exact cause of the reported issue cannot be ascertained.

Event description:
It was reported to globus that a pt had ome post operative dysphagia that lasted longer than normal. Images were taken, and revealed there was a metal shaving below the inferior screw. Revision surgery was required to remove the metal shaving. The revision surgery took place (B)(6) 2014.